Event description:
During remote monitoring, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the device. Reprogramming is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.